Event description:
It was reported the patient experienced a loss of therapeutic effect. The patient was scheduled for an implantable neurostimulator (ins) replacement the date of this report. The replacement was due to the ins not holding a charge since (B)(6) 2013. It was noted there were no overdischarges in the past. It was also reported the patient was not getting the coverage she need as well so the physician would be replacing her percutaneous lead to a paddle lead. Additional information received two days later reported the patient¿s entire system was replaced. The manufacturer representative could not read the device so she was not able to check it. The patient was programmed after surgery and she was receiving appropriate stimulation.

Manufacturer narrative:
Concomitant medical products: product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2013, product type: lead. Product ID: 3550-29, lot# n249725, implanted: (B)(6) 2010, product type: accessory. (B)(4).